Event description:
Customer reported that when a test strip was inserted into his precision xtra blood glucose meter it would not power on properly and he was unable to obtain a result. The customer then reported not feeling well, his feet were swollen and he felt as if he had lumps all over his body. The customer went to a local hospital where he was diagnosed with hypoglycemia. Exact treatment administered stabilize glucose levels is unk. It is to be noted that during the course of troubleshooting with adc customer service, it was revealed that the customer had been inserting his test strips into the meter incorrectly.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.